Manufacturer narrative:
A ge representative evaluated the system and replaced the ups and 3 circuit breakers. System operates as intended.

Event description:
Customer reported the system displayed an error message requiring a reboot during a procedure. No patient injury was reported.